Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide using an 8fr sheath, after an interventional procedure. Reportedly, the patient was brought to the facility from a smaller outlying facility for treatment of an acute heart attack (ami). The outlying facility placed the intra-aortic balloon pump (iabp). Using the preclose technique in which an 8fr procedural sheath was used, the device was placed and the needles were deployed. When attempting to remove the plunger and needles from the body of the device, the suture plunger could not be removed to reinsert the guidewire. Force was used to remove the plunger which resulted in a tear in the left common femoral artery. Surgical repair was done at the common femoral artery with a series of interrupted 5-0 prolene sutures to prevent any development of a pseudoaneurysm or further bleeding from the site. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, a user facility medwatch was received containing the following information: event desc: patient presented from outlying facility with presumed st elevated myocardial infarction (stemi). An intra-aortic balloon pump (iabp) had been placed at outlying facility. Proceduralist at out facility removed the iabp. It was decided to close the left common femoral artery (location of iabp) and do interventions from the right femoral. Proceduralist attempted to close the left common femoral arteriotomy site utilizing a perclose device, proglide. The device malfunctioned. Proceduralist suspected the defect was with the suture plunger. As a result, he was unable to withdraw and re-insert a guide wire. The proglide was subsequently pulled by force. There was a suspected left common femoral tear. As a result contralateral sheath inserted and placed in the proximal left common femoral artery. Subsequent angiogram revealed extravasation at the site of the left common femoral puncture site. It took multiple sized stents and balloons over a course of 2.5 hours to stop the extravasation from the tear. Patient then taken to surgery for exploration and over-sewing of the site of tear and the stent that had been placed. This was to maintain a safest possible course to prevent hemodynamically stable throughout this event.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Improper or incorrect procedure or method, failure to follow steps/instructions. Femoral angiogram not taken prior to procedure. Per instructions for use: under closure procedure - perform a femoral angiogram through the side port of the procedural sheath to determine the location of the arteriotomy site, the vessel size, and the presence of disease (calcified plaque, stenosis, chronic or acute occlusion), tortuosity or presence of arterial wall dissection. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The returned condition substantiated the reported product experience and the probable cause was determined to be incorrect deployment technique during use and not product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Instructions for use (IFU, under the warnings and smc device placement sections, which states: perform a femoral angiogram to verify the location of the puncture site.